Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. The patient alleged stimulation became uncomfortable after falling in (B)(6) 2016. Reportedly, the issue stops when therapy is turned off. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with new models which resolved the issue.